Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had prisms/glare colors off and blurry. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as unable to adjust to multifocal (mf), poor visual acuity (va), color perception issues. Additional information has been requested.